Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the driveline was covered in an extensive amount of tape could not be confirmed as the patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and no photos were provided. A specific cause for the reported event could not be conclusively determined. It was reported through a medwatch form that during a patient clinic visit on (B)(6) 2020, an extensive amount of tape was noted on the external portion of the driveline. The patient remained connected to an ungrounded patient cable or 14-volt batteries due to previously suspected driveline wire damage (manufacturer report number 2916596-2019-04500). Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 08sep2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch form (B)(4) was received on 23aug2021. The patient's known short to shield was previously captured under manufacturer report number 2916596-2019-04500. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A user facility medwatch was received that states that during patient clinic visit on (B)(6) 2020, an extensive amount of tape was noted to external portion of driveline. It was noted that the patient had a known short to shield and was using an ungrounded patient cable when not on battery support.